Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, and wear abrasion. A leak test was performed and did not fina ny openings. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician. Additional, corrected, and/or changed data:

Event description:
Patient reported right side pain. Health professional reported right side capsular contracture, baker grade iii. Device was explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 16/oct/2012 and 28/oct/2013. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of capsular contracture and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side pain. Health professional reported right side capsular contracture, baker grade iii. Device remains implanted.